Event description:
Reported events of "two cases of late infection" from journal article: "seri (tm): a surgical scaffold for breast reconstruction or for bacterial growth?", british journal of plastic surgery (2015), doi: 10.1016/j.bjps.2015.02.012. The authors noted, "all patients underwent implant replacement following the spear's protocol for infected breast prosthesis." Side is unk. MFR of device is unk.

Manufacturer narrative:
Device labeling addresses infection: in rare instances, acute infection may occur in a breast with implants. The signs of acute infection include erythema, tenderness, fluid accumulation, pain, and fever. Very rarely, toxic shock syndrome, a potentially life-threatening condition, has been reported in women after breast implant surgery. It is characterized by symptoms that occur suddenly and include high fever (102 degrees f, 38.8 degrees c or higher), vomiting, diarrhea, a sunburn-like rash, red eyes, dizziness, lightheadedness, muscle aches, and drops in blood pressure, which may cause fainting. Patients should be advised to contact a physician immediately for diagnosis and treatment for any of these symptoms.